Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)  the cardiosave intra-aortic balloon pump (iabp) unit would not autofill and the drive regulators would  not calibrate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion, component code). A getinge fse could not get machine to autofll and drive regulators would not calibrate. Replaced scroll compressor and performed cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifcations. Returned for clinical service upon completion. Pm was completed in conjunction to the repair. Cleared for clinical use. The failure analysis and testing department received the following part associated with this complaint compressor, scroll. This part was received with a reported unit failure message of failed autofill and drive regulator would not calibrate. Performed visual inspection of this part received and found the motor control cable for j21 backplane board connector was broken. Due to broken connector the fat dept. Cannot be investigated further for this compressor, scroll. This broken connector probably cause of autofill fails and not calibrate drive regulator. Retaining compressor, scroll in the fat dept, as per procedure.